Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from a troponin I free sample (vitros hsdb) during two separate vitros tropi precision tests processed on the vitros eciq immunodiagnostic system. The investigation determined the most likely assignable cause to be instrument related. An ocd field engineer performed service actions to multiple analyzer subsystems to return the eci system to expected performance. Following these action, acceptable vitros tropi es precision was observed.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from a troponin I free sample (vitros hsdb) during two separate vitros tropi precision tests, processed on a vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient samples were not tested, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)